Event description:
It was reported that the wake button was not working at times and required multiple presses to turn the pump screen on. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.